Event description:
A dreamstation 2 advanced auto CPAP device was returned to a third-party service center due to the device displaying a service message. There was no patient harm or injury reported. During the evaluation of the device, the service technician observed the humidity sensor is burned out, and remains of water in the pca. The pca is damaged and has traces of burn. The device was scrapped, per customer's request.